Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Root cause was determined to be a damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide, model: ent450, (B)(4) 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported that his blood glucose reached 344 mg/dl. The pod was worn for 2 days.